Manufacturer narrative:
The ctag device is being reported separately. Results: a review of the manufacturing records indicated the lot met pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2016, the patient underwent treatment of a thoracoabdominal aortic aneurysm whereby conformable gore® tag® thoracic endoprostheses and gore® viabahn® endoprostheses with heparin bioactive surface were implanted. On (B)(6) 2018 the patient exhibited a gutter leak around the left renal artery. On (B)(6) 2018 the patient's left renal artery was stented and a left renal artery branch in the gutter space was embolized. The patient tolerated the procedure.